Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 218 mg/dl. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.